Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving multiple, high voltage, therapies for atrial fibrillation with right ventricular response in the vt zone. An alert for possible output circuit damage was noted. Several therapies were aborted. The device was explanted and replaced.

Manufacturer narrative:
The reported field events of an output anomaly and low hv lead impedance were confirmed in the laboratory. Visual inspection noted an arc mark on the device can. The device was tested on the bench and the high voltage output circuit was found to be damaged. The damage found is consistent with that caused by arcing between the high voltage lead conductor and ICD can during high voltage therapy.